Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020 for loss of correction. As per the reporter, after a x-ray assessment, it was discovered that the proximal screw cluster lost purchase in the proximal bone segment.